Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was over 20 mg/dl. Customer stated that this was the first time that she was changing the infusion set by herself. Customer received a no delivery alarm when she tried to prime the set. Customer stated that when she removed the reservoir from the pump, her reservoir was completely empty. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer was able to successfully change the set with assistance. No additional information provided.